Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer, reporting a v60 ventilator was not able to start up. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and reported the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17893.